Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer received sensor scan results that were higher than they felt and experienced a loss of consciousness, requiring treatment of glucagon nasal spray provided by a doctor at their home. There was no report of death or permanent impairment associated with this event. A sensor scan result of 80mg/dl was compared to a reading of 35mg/dl obtained on the built-in reader and the readings were plotted on a parkes error grid and fell into the "c" zone, showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.